Manufacturer narrative:
Intuitive surgical inc. (Isi) received the distal set-up joint and the e-chain setup structure (sus) for failure analysis investigation. The units were analyzed and investigations were obtained: dsuj: the unit was analyzed and no error was found on the suj distal in question. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in normal mode where it triggered error 319 at startup indicating node does not present thus confirming and replicating the reported event. The unit was then tested on a patient side cart fixture test platform (pftp) where nodes b and c were missing during programming. Install golden sfl but still failed node check. Installed golden act, aba test and verified it to be the source of the fault. E-chain: the unit was analyzed and no issue was found that could relate to the reported complaint. There is no process to carry out the test. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to starting a da vinci-assisted unilateral inguinal hernia surgical procedure, the patient cart and tower were not communicating. Logs indicated the patient cart was not being recognized. Tse walked the caller through multiple hard power cycles and swapped out the blue fiber cable to the patient cart with no change. The patient cart power button would begin flashing blue immediately after the hard power cycle even when the vision tower was off and located a spare blue fiber cable and after swapping it out there was still no change. Caller located a backup patient from another system that was not in use and after swapping it out the issue was resolved. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the cardcage. The system was verified and ready for use. The unit was analyzed and then installed onto the golden system, where the cardcage was not able to program, and the psc tab was not displayed in the download app, indicating that communication with the entire psc was lost. The upd, ucc, umc 1, and umc 2 boards were swapped with golden boards on the golden cardcage, but the problem still persisted. The failed cardcage was then swapped with the golden one, and everything returned to normal. The failure analysis team then swapped the universal power distributor (upd), uc umc 1, and umc 2 boards from the failed cardcage into the golden cardcage, and it functioned as expected.